Event description:
We received an allegation about discrepant results for 1 patient sample tested with cholesterol gen.2 (chol2) assay on a cobas c503 analytical unit. Initial result: 0.423 mmol/l. The customer didn't believe the initial result and repeated the sample. No questionable result was reported outside the laboratory. 1st repeat result: 4.78 mmol/l. Homogenization of the sample was performed before repeating it for the 2nd time. 2nd repeat result: 4.80 mmol/l. The repeat results were deemed to be correct.

Manufacturer narrative:
The chol2 reagent expiration date was not provided. The c503 analytical unit serial number was (B)(6). The alarm trace from (B)(6) 2024 till (B)(6) 2025 showed 189 abnormal cell blank alarms and 103 abnormal aspiration alarms. The investigation is ongoing.

Manufacturer narrative:
A general reagent issue can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The provided data was analyzed with no findings. The field service engineer confirmed that the instrument was performing within specifications and no further issues were observed for six months. The investigation did not identify a product problem. The cause of the event could not be determined.